Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine device change out, this right atrial (ra) lead and right ventricular (rv) lead were surgically abandoned and replaced. Both lead exhibited noise which resulted in oversensing. No adverse patient effects were reported.